Manufacturer narrative:
(B)(4), date sent: 8/28/2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 7/7/2023, d4: batch # unk. Additional information was requested and the following was obtained: "please confirm, per device, which portion of the device packaging was damaged. Was the tyvek perforated? Did the perforation result in a loss of sterility? The tyvek of both devices were perforated, which resulted in a loss of sterility. 2 photos were provided". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, it was noted the packing was damaged. Changed to a different device, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.